Event description:
The pump was returned to the manufacturer. The return paperwork did not suggest or question a malfunction and no patient symptoms were reported. The pump underwent routine analysis.

Manufacturer narrative:
Analysis of the pump revealed the battery resistance was high. Analysis of the catheter revealed no significant anomalies; acceptable catheter testing. The pump was delivering morphine.